Event description:
The user facility reported that during a patient procedure the monitor signal was going in and out. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the monitor and found a loose wire to the vga (video graphics array) connection. The technician reseated and secured the wire to the vga connection. The monitor was returned to service and no further issues have been reported.